Manufacturer narrative:
Section b3: date of event has been corrected to 01 march 2024 instead of 09 february 2024.

Event description:
It was reported patient's lead had high impedances, causing patient ineffective therapy and preventing patient from entering MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.